Manufacturer narrative:
Additional information was received that the patient was reportedly doing well.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms include redness and swelling. The physician did not believe that the infection was device or procedure related. The patient was given antibiotics.

Event description:
A report was received that the patient had an infection at the pocket site. Symptoms include redness and swelling. The physician did not believe that the infection was device or procedure related. The patient was given antibiotics.